Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (1 gm, start dose, ongoing, route and frequency were not reported) and amikacin injection (500 mg as start dose, followed by 100mg one bag/day, ongoing, route and frequency were not reported) for peritonitis. The patient was discharged after a day of being hospitalized for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.